Manufacturer narrative:
The device used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed and the reported problem was confirmed. The initial evaluation found that the gears were seized. The handpiece was then sterilized so the handpiece characterization test could be performed twice more. The handpiece characterization test evaluates the amount of torque needed for proper motor function. The torque values were 60 and 28 respectively. These values after sterilization indicate early signs of motor failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "doesn't work" identified similar events.

Event description:
It was reported that during a tka procedure, the handpiece was not working. The backup device was used without delays. No patient injuries were reported. The investigation found that the handpiece characterization test had torque values of 60 and 28. These values after sterilization indicate early signs of motor failure, which makes it a reportable malfunction. The specific device reported in this event did not cause any patient impact. We are conservatively reporting this event because this malfunction has led in the past to conversion from computer-assisted surgery to a manual technique or surgery cancellation. So, if this event were to recur, it may require a medical or surgical intervention.